Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not reading any batteries, even if the battery was out the insulin pump was not giving any alarm to insert a new battery. Customer stated this was not the second occurrence of replace battery alert alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.